Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was seen today by their doctor and the patient¿s battery site was red and swollen. An infection was reported. The patient was started on antibiotics. There were no contributing factors reported. The issue was not resolved at the time of the report. No surgical intervention was planned or scheduled at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the antibiotics resolved the patient¿s infection. It was indicated that the site was looking much better and the infection seemed to be resolving. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.